Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to use error - air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during fill. The technical service representative (tsr) assisted the home patient (hp). The hp had drained and was going into a fill. The hp said she did disconnected herself in her therapy. The tsr explained the alarm and had the hp cycle power on and off. The tsr explained the alarm and the proper procedure for disconnecting in therapy. Product surveillance contacted the nurse on (B)(6) 2011 regarding the patient's user error of disconnecting during therapy. According to the nurse the patient resumed therapy and reported no further issues. There was no patient injury or medical intervention associated with this event.